Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a microclave clear neutral connector in which it was reported that while performing a sterile lab draw, the patient¿s cap became completely filled with blood. The registered nurse attempted to flush the cap multiple times; the line flushed without resistance. However, the blood within the cap could not be cleared. As a result, the registered nurse replaced the cap. There is patient involvement, but the harm was not reported.